Event description:
Permacath inserted on (B)(6) 2024. During routine dialysis ((B)(6) 2025), one hour after dialysis initiation, the nurse noticed blood on patient's shirt. The permacath was cracked. Treatment was terminated and the permacath exchanged over guidewire.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 14.5f hemo-flow catheter was returned for evaluation. Visual inspection confirmed the complaint as the catheter hub is split the full length of the hub along the side with the stationary suture wing. The split goes through to the inside of the hub exposing the lumen inside. The exterior portion of the hub contains "bubbles", indicative of being exposed to a caustic substance. Both extension tubes are cloudy, the arterial extension is cloudy extending 1 cm from the hub while the venous extension is cloudy extending 1.5 cm from the hub. Approximately 3 cm of the attached lumen is swollen and deformed. Medcomp engineering was consulted regarding this issue. The initial concern was that there may have been changes to the gate, causing the mold line to be weaker. A supplier corrective action request was issued to the contract manufacturer. The manufacturer confirmed that the mold or its gate have not suffered any changes or repairs. The device was further reviewed by medcomp engineering. The condition of the device indicates some type of exposure to an unknown substance that is not compatible with the device materials. Although the site care reported is the care that is provided by the hospital reporting the issue, it is possible that site care performed at other sites, as well as by the patient, may contain chemicals not suitable for this device resulting in the damage. Medcomp engineering provided the following information. The catheter material, thermoplastic polyurethane (tpu) can swell when exposed to certain solvents, oils, and other chemicals, due to the absorption of these substances by the material. Examples of substances that could potentially be used for site care that if exposed to can cause swelling and damage to the catheter material include petroleum-based products such as petroleum jelly, acetone and other methyl ethyl ketone (mek) solutions used to remove excessive adhesive buildup, antifungal ointments, and isopropyl alcohol. The instructions for use (IFU) indicate that chlorhexidine gluconate solutions are recommended for site care and lists compatible solutions that have been tested. The manufacturing process includes a 100% x-ray test in which all pieces are x-rayed looking for voids or damage to the hub and lumen areas. A 100% leak test performed is performed as the last step in the manufacturing process. This test is designed to detect holes, leaks, or weak areas that existed at the time of manufacture. The device was implanted and functioned for one year with no reported issues. A definitive root cause cannot be determined but is not likely related to the manufacturing process. Conclusion: considering that the device was implanted for 1 year before the crack was detected, and that there have been no changes to the tooling, molds, or methods of manufacture, it can be concluded that the root cause is not directly linked to the manufacture's processes. It is possible that the catheter was exposed to a solution or chemical that is incompatible with the device material. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.